Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath with lot 0012804387 was returned and analyzed. Visual inspection before f unctional testing and dissection was performed on the shaft, and handle. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with uson leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.057 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was -0.00027 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported "air ingress" issue was not observed/reproduced with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, bubbles were observed in the side port of the sheath. An act (activated clotting time) was drawn from the sheath with a 20cc syringe while the catheter was inside the sheath. During blood aspiration, a significant and continuous amount of bubbles was noted in the line, despite aspirating slowly. Earlier in the procedure, the contrast was manually pushed through the sheath with the catheter inside to assess vein anatomy. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.